Event description:
It was reported through legal that a male patient was implanted with strattice to repair his ventral hernia on (B)(6) 2011 at (B)(6) hospital in (B)(6). After the strattice was removed, the patient underwent two surgeries to repair his recurrent hernia, without success. The patient underwent a fourth hernia repair surgery, where he was implanted with a non-abbvie surgical mesh (B)(6) hospital in (B)(6) on (B)(6) 2015. No additional information was provided regarding strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported re-herniation. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. No further actions are required, a nonconformance was not confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.